Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring greater than 200 ohms. A vector breakdown was performed and all vectors except coil to can were high oor. When programmed coil to can impedances measured 62 ohms. It was noted that pacing impedances and thresholds were stable. The sales representative will reprogram coil to can. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring greater than 200 ohms. A vector breakdown was performed and all vectors except coil to can were high oor. When programmed coil to can impedances measured 62 ohms. It was noted that pacing impedances and thresholds were stable. The sales representative will reprogram coil to can. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this lead exhibited noise and was suspected to be fractured. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.